Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed that the lock, front and rear housing were worn. The event history log (ehl) was reviewed and showed that numerous extra doses were given and the delivery rate was changed back and forward on a daily basis. At the time of the investigation the lockout time for extra dose was set to 1 hour, lockout time for the morning dose was set to 10 hour, lock level was set to ll0 and delivery rate was set to 4.3 ml/h. The investigation found that the pump was displaying error code 1450 after power up and it was intermittent in nature. The investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. The downstream occlusion sensor was replaced.

Event description:
Information was received indicating that there was "suspicion" that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump was "administering a lot of extra doses." It was reported that the patient's dyskinesia was increasing although their dosage had been reduced. Per reporter patient "had dementia prior to duodopa therapy, which has been increasingly getting worse." It was also reported that the pump displayed error code 1450. Per reporter the lockout time for the extra dose was subsequently increased from one hour to three hours. It was also reported that the pump was exchanged.